Event description:
It was reported that during a robot assisted lap nephrectomy procedure, the device was assembled as usual and used on the patient. After the case was started for about half an hour, when the scrub nurse cleaned the jaw of device, the tissue pad was fallen off from the shears. Then the defective device was removed from the handpiece and another piece of a device was connected to continue the surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with the tissue pad melted and partially detached (piece missing) with the blade gouged at the tip. Possible causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.